Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This report is also being submitted to correct the initial reporter's occupation (e3) in section e, initial reporter.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements above 2000 ohms and high capture thresholds. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that the pacing impedance measurements on this lead have climbed steadily over time from1200 ohms to 2000 ohms. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements above 2000 ohms and high capture thresholds. No adverse patient effects were reported. This pacemaker remains in service.